Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found adhesive of the object lens at the distal end of the subject device was peeled off. The subject device had been returned to sorc for repair of the distal end leakage. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed the reported phenomenon. It could have been caused by the user handling. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported event could not be identified. However based on the report of sorc, omsc presumed there was the possibility this phenomenon was attributed to deterioration caused by a combination stresses such as mechanical stress with interference of treatment tools or chemical attack due to chemical solutions. If additional information is received, this report will be supplemented.